Event description:
Herzog, l., kook, l., hamann, j., globas, c., heldner, m. R., seiffge, d., antonenko, k., dobrocky, t., panos, l., kaesmacher, j., fischer, u., gralla, j., arnold, m., wiest, r., luft, a. R., sick, b., & wegener, s. (2023). Deep learning versus neurologists: functional outcome prediction in lvo stroke patients undergoing mechanical thrombectomy. Stroke (00392499), 54(7), 1761¿1769. Https ://doi.org/10.1161/strokeaha.123.042496. Medtronic review of the literature article found a retrospective study of patients hospitalized at a single facility between january 2012 and august 2017. After reviewing exclusion criteria, ultimately 222 patients with large vessel occlusion (lva) of the middle cerebral artery (mca) m1 segment who underwent mechanical thrombectomy (mt) were included. The purpose of the study was to investigate if deep learning models using clinical and magnetic resonance imaging (MRI) data could improve estimations of functional outcome. Patients were treated with solitaire ab, solitaire stent retriever flow restoration device (sfr), or, in rare cases, with aspiration catheters only. The preferred first-line approach was using the solitaire sfr and a balloon guide catheter when possible. The device/method used in each case was not specified in the article. There was no device malfunction reported in the article. Recanalization was considered successful for post-mt tici score 2b-3. Functional outcome was measured with modified ranking scale (mrs) using clinical variables, diffusion weighted imaging and perfusion weighted imaging, and a combination thereof. 78% of patients included in the study group were had successful recanalization of the vessel. 54% of patients in the study group had favorable outcome. It was noted that 5 patients had symptomatic intracranial hemorrhage post-operatively.

Manufacturer narrative:
A2. Reported patient age is the mean age of all patients included in the article study group. A3. Reported patient sex is representative of the majority of patient included in the article study group. B3. The publication date is used for the reported event date. The month and year of the reported event date is valid as the journal was published july 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.